Event description:
Infection reported. Abutment was placed on (B)(6), lost anodized coating/coloring, correcting excessive amounts of calculus and caused gingival irritation.

Event description:
Per customer, abutment placed july 20th are all losing anodized coating/coloring, collecting excessive amounts of calculus, and causing gingival irritation. No replacements at this time, customer will order separately after reassessing case and look to be reimbursed.